Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges arm mount bracket bolt snapped during transfer. Arm snapped off and consumer fell to ground, hitting head and injuring knee.

Manufacturer narrative:
Pride (B)(4) representative replaced the armrests and instructed consumer on proper transfer techniques. No parts were returned to evaluate. Unit is working properly.

Event description:
Alleges arm mount bracket bolt snapped during transfer. Arm snapped off and consumer fell to ground, hitting head and injuring knee.